Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of dissection, as listed in the xience prime instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified mid left anterior descending artery. After pre-dilatation, a 2.75 x 38 mm xience prime was implanted; however, there was a dissection at the distal end of the stent implant. The procedure was completed using a 2.75 x 33 mm xience prime to cover the dissection. There was no clinically significant delay in the procedure. No additional information was provided.